Event description:
When removing the stylet of the saf-t-intima, the tube separated from the inserter.

Manufacturer narrative:
Additional information has been requested. The sample is not available for the investigation. If additional information is received, a supplemental report will be submitted.